Event description:
Procedure: hernia. According to the reporter, the tacks stuck in the shaft. There was no pt injury reported.

Manufacturer narrative:
(B) (4). This reported lot number is subject to the recall initiated on feb 8, 2010. Therefore, this report requires a 5 day MDR.